Event description:
It was reported during the implant attempt that the device had a faulty right ventricle pace/sense set screw causing the right ventricle lead impedance to measure greater then 3000 ohms. A different device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.